Manufacturer narrative:
The thermogard console was evaluated at the customer site. The report of the thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message was confirmed during the functional test and the event log review. The root cause of the reported complaint was a defective danfoss module, likely due to the defective component. Upon visual inspection, no physical damage was observed. An event log data review was performed and showed multiple mid:14 error messages around the event date, thus confirming the reported complaint. Initial functional testing could not be performed due to the mid:14 error message displayed during the console power-on self-test. To remedy the mid:14 error, the damaged danfoss module was replaced. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(4).

Event description:
During the device setup for patient use, the thermogard console (sn (B)(4) displayed mid:14 (bg power supply) error message upon powering on. The user rebooted the console several times but could not clear the error message. Ivtm therapy was discontinued and the patient was cooled conventionally with ice packs. No consequences or impact to the patient.